Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the internal battery was not charging. The internal battery was replaced to resolve the issue.